Event description:
It was reported that a pump memory error occurred when the pump was near a "c-arm" or similar device while the pump was in a box. The pump was moved away from the c-arm and the pump updated successfully. No patient symptoms were reported. The medication delivered by the device system was not provided. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).